Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-08472, 3006705815-2023-08473 it was reported the patient experienced ineffective stimulation due to high impedances on both leads and pain at the ipg site. Surgical intervention took place wherein the system was explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.